Event description:
Found during routine testing. According to the reporter, the device won't perform user test and the front panel controls are not responding. No pt was associated with the report.

Manufacturer narrative:
Physio- control evaluated the device and observed that the user test failed and fault codes logged into the device memory related to field notification. The system controller pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Root cause was determined to be a leaky ic, designator u61.